Event description:
Received a report from a consumer indicating they required emergency surgery after they fell off of a tube that was being pulled by a motorboat. Consumer indicated they believe the impact of the fall into the water forced the tampon through their vaginal wall.